Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2018; icf09b52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation shows the right ventricular (rv) lead had increasing high pacing impedance. The lead was suspect of a fracture. The lead was reprogrammed and the patient was issued a lifevest until lead revision. The lead was revised and capped. A new lead was implanted. The patient is enrolled in the post approval network (pan) cardiovascular group (cvg) clinical study. No patient complications have been reported as a result of this event.